Event description:
Related manufacturer reference number:1627487-2022-05476. It was reported that the patient experienced ineffective therapy due to the l3 lead migrating. As a result, surgical intervention was undertaken on (B)(6) 2022. During the procedure, the l1 lead was explanted due to becoming dislodged from its original position while the ipg pocket was being opened. A new lead was opened. The original l3 lead and the new lead were used as port plugs, coiled into the pocket, and the pocket was closed back up. Another surgery may be undertaken in the future to place the leads.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.